Event description:
The patient presented with signs of an infection of the device pocket. These included redness, drainage, swelling, and pain. A culture of the device pocket was taken. The results were unknown to the reporter. The patient was treated with IV antibiotics and the device system was removed. The infection is reported to have resolved.